Event description:
New information received noted that both leads were explanted due to noise artifact. The patient was recovering after the procedure.

Event description:
It was reported that noise was observed. The non-pacemaker dependent was asymptomatic. The noise was reproduced when the patient lifted their left arm. The noise led to inhibition of pacing. The patient remained asymptomatic and will continue to be monitored via remote transmission.